Manufacturer narrative:
(B)(4).

Event description:
Patient developed infection that required draining while on vacation to (B)(6) post-miradry treatment. Once infection was drained, issue resolved without antibiotics.